Event description:
Discordant, falsely low potassium result was obtained for one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was rerun and resulted higher and rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that there were mixer errors. The ion selective electrode (ise) stirrer mixer motor was replaced and waste pathways were cleaned. Quality controls were then run, all of which were in range. The cause of the discordant, falsely low potassium result is a malfunction with the stirrer mixer motor. This instrument is performing according to specifications. No further evaluation of this device is required.